Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument and completed the device evaluation. The instrument was analyzed and found to have an input disk broken. The input disk was completely detached: input disk #6 was found completely detached from the base of the housing. The instrument was found to have an input disk cracked. Hairline cracks we found on grip input disk #7.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that the prograsp forceps instrument was broken, and movement was not controlled. There was no reported injury.